Event description:
It was reported that during a primary surgery when they went to open the femur that plastic was compromised. When they peeled the paper off the implant the plastic was cracked, used different implant and no delay in surgery.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is possible at this time. Product surveillance will continue to monitor for trends.

Event description:
It was reported that during a primary surgery when they went to open the femur that plastic was compromised. When they peeled the paper off the implant the plastic was cracked, used different implant and no delay in surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown #9 tibial tray. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.